Event description:
It was reported that the patient presented to the emergency department for shortness of  breath. The transmission report was reviewed and it was noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate, non-sustained episodes and short ventricular intervals. The rv lead also exhibited oversensing resulting in t-wave oversensing (twos) and inhibition of pacing noted on the current electrogram (egm) and stored episodes. Additionally, it was noted that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) events also noted on the current egm and intermittent undersensing noted on stored episodes. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d4 crt-d implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.